Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ycf2, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported lack of efficacy. Was determined in replacement pre-op, impedance issues. She explained she had multiple falls and impedance check- all electrodes recorded 4000 and lead twisted. The devices were explanted and discarded. The issues were resolved at the time of the reported event. No further patient complications are anticipated or expected as a result of this event.